Manufacturer narrative:
Preliminary analysis of the returned home monitor showed that the reported issue was most certainly related to a continuous reboot of the subject device, which could result from either a software or a hardware issue.

Event description:
Reportedly, no communication could be established between the subject home monitor and the back office since (B)(6) 2017. Moreover, the status led remains orange and the home monitor does not respond to any command.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, no communication could be established between the subject home monitor and the back office since november 2017. Moreover, the status led remains orange and the home monitor does not respond to any command.

Event description:
Reportedly, no communication could be established between the subject home monitor and the back office since (B)(6) 2017. Moreover, the status led remains orange and the home monitor does not respond to any command.